Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: biomed states that during testing device was showing tf5507, and could not clear it.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer 147555. Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during service maintenance with no patient involved. The logfile showed first appearance of tf 5507 during ventilation. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be leaking / defective mixer valves (no longer closing within the product specifications). After replacing the mixer valves, the device was found to be functional. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the leaking / defective mixer valves (no longer closing within the product specifications) could result in inadequate ventilation support.

Event description:
Hamilton medical ag received the following incident description: biomed states that during testing device was showing tf5507, and could not clear it.

Event description:
Hamilton medical ag received the following incident description: biomed states that during testing device was showing tf5507, and could not clear it.

Manufacturer narrative:
Investigation is ongoing.